Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalised on 20-jul-2024. Blood glucose at the time of event was noticed 398 mg/dl. After hospitalisation blood glucose was noticed 400 mg/dl. Patient has been using the insulin pump system within 48 hours of reported high bg event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.